Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l india catheter broke / separated from hub while cannulating they have faced peelback issues and the catheter is broken off in the edge while cannulating. Stylet needle is rotating without any support after the flashback seen.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issues of peelback and catheter damaged/ defective were not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
While cannulating they have faced peelback issues and the catheter is broken off in the edge while cannulating. Stylet needle is rotating without any support after the flashback seen.